Event description:
The user came for a regular follow-up and abnormal in situ measurements were found.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came for regular follow-up and abnormal in situ measurements were found.